Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided medical records. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as a patient medical history of hyperlipidemia was reported in the medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, approximately 3 years and 1 month post tavr with a 23mm sapien 3 ultra valve, it is exhibiting elevated gradients and ar. The patient is being evaluated for potential thv-thv procedure. After reviewing the medical records provided, the patient is an 89-year-old female, with a past medical history of aortic stenosis, coronary artery disease, hypertension, hyperlipidemia, lacunar cerebrovascular accident, breast cancer, and a history of long-term smoking, who underwent a successful transcarotid transcatheter aortic valve replacement (tavr) with a 23mm s3 ultra valve. The patient was evaluated in clinic on (B)(6) 2025, approximately 25 months post-implantation, for assessment of their bioprosthetic value. Serial transthoracic echocardiograms (ttes) from (B)(6) 2022 to (B)(6) 2025 showed fluctuating mean gradients and varying degrees of aortic regurgitation (ar), with the most recent tte on (B)(6) 2025 revealing a significantly elevated mean gradient of 58 mmhg and at least moderate ar. A prior CT angiogram from (B)(6) 2023 demonstrated hypoattenuation leaflet thickening (halt), though no treatment was documented. A transesophageal echocardiogram (tee) performed on (B)(6) 2025 showed thickening of the left and right coronary cusps, an echogenic mass on the left cusp, reduced right cusp mobility, moderate eccentric ar with anterior jet direction, and mild aortic valve calcification. Despite the elevated gradients and imaging findings suggestive of early structural valve degeneration (svd), the patient remained largely asymptomatic with preserved left ventricular function. Further evaluation is planned, including coronary angiography, right heart catheterization, and reassessment of vascular access in preparation for a valve-in-valve procedure using another 23mm s3 valve.